Event description:
The lead was explanted due to a report of loss of sensing and capture. Explant method: intravascular superior. Technique/tools: laser. No complications. Device analysis is provided.